Event description:
Procedure type: unk. According to the reporter: the flexible metal ring separated from the shaft. Surgical time was not extended by more than 30 minutes, there was no bleeding nor was there any tissue loss.

Manufacturer narrative:
(B)(4).